Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels, and low bg levels (value not provided); cause not provided. The customer declined to provide additional information regarding the issue.